Event description:
It was reported that a spectrum infusion pump was alarming system error 110 during therapy. It is unk whether there was a delay in therapy. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 110 through the history log, but could not reproduce it during evaluation. Evaluation found the gears to be misaligned due to severed motor mount screws which likely contributed to the reported symptom. The motor assembly was replaced to correct this condition.